Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a history anomaly. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that he would like to have the pump replaced as only some are showing up. The customer stated we tried to upload the pump and that it would only upload to 48 percent and them it would not go further. The customer was advised that the device would be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.